Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1ml of juvéderm® voluma¿ with lidocaine, 1ml of juvéderm® volbella¿ with lidocaine, and 2mls of skinvive by juvéderm®over a one year period. Three months after injections, patient experienced inflammatory nodules, specifically in skinvive injected areas.